Event description:
It was reported that the customer was hospitalized due to high blood glucose a yr ago. The caller stated that the customer was vomiting at time of her admission. It was stated that the customer was given fluids and treated with an insulin drip. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.